Manufacturer narrative:
.

Event description:
It was reported that during a lap colon procedure, the device passed the pre-run test. The site complained that the tissue effect was not as much as expected. Another device was used to complete the case with no patient consequence.